Manufacturer narrative:
A whole 52.1 cm lean was returned and analyzed. The reported event of guidewire insertion difficulty was not confirmed. A guidewire could be fully inserted into the lead without any difficulty.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead was unable to be implanted smoothly and it was difficult to operate with the guidewire. The lead was removed and replaced. The patient was stable.